Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone to report that they received an error message and now there is a constant tone. The screen on the insulin pump has an open book image. Troubleshooting was performed. The customer mentioned the display is flashing. The customer was advised to discontinue insulin pump therapy and revert to their backup plan per their healthcare provider's instructions. The customer's blood glucose was 99 mg/dl. The insulin pump will return.

Manufacturer narrative:
Pump received with critical pump error alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify partial display/missing segments due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.